Event description:
It was reported that when pouring sterile distilled water into foley catheter before use, there was a strong resistance and water did not easily pour in.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 119314 and manufacturing lot number ngjw3468. Visual inspection noted no obvious observations. During testing, attempted to inflate balloon with 10 ml of solution using the returned syringe and there was strong resistance upon inflation. Attempted to inflate balloon with in-house luer lock syringe and resistance stopped full inflation. Replaced inflation valve and reattempted inflation with both syringes. The balloon still was not inflated fully due to strong resistance. Dissected balloon and found that the notch was perforated completely. Dissected inflation funnel and found that there was a small blockage of extra silicon inside of the inflation lumen. Two pin gauges (0.031" and 0.032" were inserted and were stopped by the extra silicon. This is out of specification per inspection procedure which states, "the material must not occlude the irrigation and inflation notch neither the eyes when molding the tip. The root cause for this failure, per CAPA 11881143, is due to a hole or damage between the drain lumen and the thermistor lumen caused by the method of removing the molded funnel from the core holder, this damage allows the rtv adhesive, applied to secure the thermistor, to migrate into the drainage lumen, resulting in blockage. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when pouring sterile distilled water into foley catheter before use, there was a strong resistance and water did not easily pour in.